Event description:
It was reported that the patient received inappropriate therapy. Lead fracture was noted via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the distal tip measuring 37cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. No fracture was found. Without return of the entire lead a complete analysis could not be performed.